Manufacturer narrative:
(B)(4). The customer reported artifact on multiple v leads ECG. There was no reported adverse pt impact. The customer replaced the trunk cable and resolved the issue. The defective trunk cable was not available for eval. We will consider this a malfunction of the trunk cable where artifact occurred on multiple v leads ECG.

Event description:
The customer reported artifact on multiple v leads ECG. There was no reported adverse pt impact.